Event description:
It was reported that the ilet pump¿s screen was cracked, preventing selection of the insulin icon to perform a supply change, and the device was subsequently reported stolen after shipment of a replacement; the affected component was the touchscreen and the device problem aligned with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.